Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an unusual (other) issue. The reporter stated that the patient had a blood glucose (bg) of over 13.8mmol/l with extreme drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the pump is not recording boluses in the history of the pump and that whole days of information are missing. The reporter stated that the patient insistence/lost confidence. This report is being made due to the bg excursion the patient experienced due to an alleged unusual issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box and bolus history shows no boluses were programmed or delivered on (B)(6) 2015. The bb shows on (B)(6) 2015 15:58 a replace cartridge alarm. Deliveries resumed at 19:04. The pump powers on with vibratory and audible features. Ezprime sequence was successfully completed. Pump completed 24hr duration testing with no eaw¿s or delivery interruptions. Investigators successfully performed a 10u normal bolus and a 10u audio bolus. Both were accurately recorded in the pump history. The bolus history found to be recording properly. No hypersensitive keys observed on the keypad. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. Battery compartment is cracked on the side from threads to cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: the device has been returned and evaluated by product analysis on (B)(4) 2016 not (B)(4) 2015 as previously reported.